Event description:
While using inside of patient abdominal cavity the cable snapped while instrument was holding suture at roughly a 35 degree angle. Back up instrument was used with no harm to patient.